Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, the contact stated the insulin from the cartridge had a gel consistency. Reportedly, the contact stated the cartridge was used for 5-6 days. Cts informed that the cartridge should be changed every 3 days. The customer's blood glucose was 400 mg/dl. The customer delivered manual injections.